Event description:
It was reported that the customer received a compromised for sensor system alarm while priming and filling the insulin pump. The customer stated that insulin was squirting out of the insulin pump. The customer's blood glucose was 83 mg/dl. It was stated that the motor did not detect the reservoir. The customer was not able to continue beyond the priming and filling process. Advised that a replacement insulin pump would be sent. Advised the customer's insulin pump be returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protrude loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and with cracked reservoir tube lip.